Event description:
A malfunction occurred on the customer's pump, and no notable events took place before the incident. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, as the malfunction code was resettable, and assisted the caller with the reset process. The customer planned to attempt the reset later and would contact support again if further help was needed.